Manufacturer narrative:
D10 concomitant products: egia45amt, egia45amt egia 45 artic med thick sulu, (lot # p5l1040) sigpshell, sig power sigpshell control shell, (lot # n5k1715y) sigadaptxl, sig power sigadaptxl linear xl adapter, (serial # unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the creation of a pouch for a one anastomosis gastric bypass (oagb), the surgeon heard a snap during the firing but noted the staples had formed as intended but was unable to return the reload to the neutral position for removal from the peritoneum. With some manipulation, the user removed the trocar and the reload in its articulated position from the patient. The jaws were open but not straight on removal. The device was replaced, and a new shell, handle, and adaptor were assembled and used to complete the case without incident. No patient complications have been reported as a result of this event.